Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3. E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis due to tape not sticking event and eventually got hospitalized on (B)(6) 2025. The blood glucose level was 434 mg/dl at the time of event and had symptoms of confusion, nausea, vomiting and hot and cold flashes. The patient got treated with intravenous insulin and injections. No further information available.